Manufacturer narrative:
Product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead .product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3487a-56, lot# v775091, implanted: (B)(6) 2011, product type: lead. Product ID 3487a-56, lot# v775091, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect since implant and never got the stimulation she needed. It was further reported that the patient had an MRI of her chest and head and had a "burning sensation" prior to going into the MRI and "worse when she came out". It was also reported that the patient has a constant shocking sensation of her entire legs and arms and has "pins and needles" and numbness in her entire leg. It was note that this was thought to be her normal pain pattern. It was also reported that there was a telemetry problem and overdischarge of the device was suspected. A week later it was reported that a power on reset (por) message was turned off and the patient was reprogrammed. The patient was able to recover good coverage and pain relief. It was noted that no further intervention was needed.